Event description:
It was reported that sometime after plif with hydrosorb device and infuse bone graft, pt had reoperation to aspirate fluid filled cyst that developed posterior to the devices. It was also reported that implanted gelfoam was used. It is unknown if the infuse bone graft contributed to the reported event.